Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair on (B)(6) 2012 and mesh was implanted due to ventral incisional hernia. It was reported that the patient underwent excision of abdominal wall mesh on (B)(6) 2014 due to recurrent incisional hernia. It was reported that the patient experienced inflammation, pain and seroma. No additional information was implanted.

Manufacturer narrative:
It was reported that the patient experienced adhesions following surgery.

Manufacturer narrative:
Date sent to the FDA: 4/30/2021.